Event description:
The scrub tech was setting up for a scheduled vitrectomy case. The vitrectomy machine was giving an unsuccessful test of priming the tubing for the machine. After a few unsuccessful attempts, the tech and I changed out the supplies and tried to prime again. At this time the physician , anesthesia, and the patient were in the room. I informed the physician of the malfunction and he asked anesthesia to wait or hold off induction. I made a phone call to the sales rep and had no answer. I called the company and got in touch with a tech rep who talked me through some test procedures, all were unsuccessful. The physician cancelled the case. The patient was never in any harm. Later the sales rep called and identified the problem. The problem was then corrected.====================== manufacturer response for 23ga total plus pak surgical system for opthamolgy, accurus======================see event description.